Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead presented for routine device follow-up. Upon interrogation, loss of capture (loc) was observed. The patient did not have any symptoms, but had a history of intermittent second degree av block. A chest x-ray confirmed the lead had not moved out of position. The patient was hospitalized; then the lead revision was performed and this lead was explanted and replaced with another model. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The explanted lead was not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.